Event description:
Patient reported pain, hardening of breast, and histopathological aspect of "fibrotic breast implant capsule with collagen hyalinization and mild chronic inflammatory infiltrate, without atypia", capsular contracture, baker grade IV. Additionally reported was seroma and "chronic lymphoplasmacytic inflammatory process associated with pseudosynovial metaplasia". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma.